Manufacturer narrative:
Block e1: the initial reporter facility name is: (B)(6). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the lung during a balloon dilatation for a tracheal stenosis procedure performed on (B)(6) 2023. During preparation, when the physician unpacked the device, it was found to be kinked. The customer reported that the balloon burst when the device was brought from the hospital. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the lung during a balloon dilatation for a tracheal stenosis procedure performed on (B)(6) 2023. During preparation, when the physician unpacked the device, it was found to be kinked. The customer reported that the balloon burst when the device was brought from the hospital. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on december 19, 2023. Additional information was received that the balloon was pre-inflated, and the customer stated that no pieces of the balloon detached inside the patient when the balloon burst. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Block e1: the initial reporter facility name is: the first affiliated (B)(6) hospital. Block h2: additional information: block b5 (describe event or problem) and block h6 (use of device problem) block h6: imdrf device code a0402 captures the reportable event of a balloon burst.